Manufacturer narrative:
Concomitant medical products: 5568, lead, implanted (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was pacing faster than expected while performing an in-office pacing threshold test. The test can only be performed in-office and a fast pacing rate can be mitigated by removing the programming head. The device remains in use. No patient complications have been reported as a result of this event.